Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. On 23nov2023, chengdu chengfu med. Equip. Co (china) contacted cook concerning a quick-core coaxial biopsy needle set (rpn: qcs-18-15.0-20t; lot#: 14508086). The customer stated that they had difficulty separating the trocar of the dtn (coaxial needle). This was discovered prior to patient contact. The procedure was completed using a new device. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as functional test and visual inspection of the returned complaint device, were conducted during the investigation. One prior to use device was returned to cook for evaluation. The reported failure was that the needle and the 16g core of the stainless-steel coaxial puncture needle cannot be separated normally, however, the lab had no difficulty removing the trocar from the cannula. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14508086 and the related subassembly lots revealed no relevant non-conformances. A database search identified no other complaints on this lot. Cook also reviewed product labeling of the IFU pamphlet, t_qc_rev6, packaged with the device. In the how supplied section in relation to the reported failure mode it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the device master record, the device history record, and the device failure analysis, cook found no evidence the product was manufactured out of specification. There is no evidence of non-conforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cause for this failure could not be established. Lab testing could not confirm the reported failure for the complaint device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Initial reporter occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, prior to patient contact, the needle and 16g core of the quick-core coaxial biopsy needle set could not be separated. A new device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.